Manufacturer narrative:
Method: device history review and device inspection. Results: the returned device was confirmed to have the distal tip fractured off. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the instrument was found to be approximately 11 years old, so the likely root cause of this event is normal wear.

Event description:
It was reported that, surgeon was final tightening hybrid screws with the final tightening screwdriver and the tip if the driver snapped.

Event description:
It was reported that, surgeon was final tightening hybrid screws with the final tightening screwdriver and the tip if the driver snapped.